Event description:
Customer reportedly obtained results of 356 mg/dl, 215 mg/dl, and 577 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Customer states she has 2 vials of the same lot and is unsure which vial produced the reported results.